Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the catalog number and lot number could not be obtained. As the catalog number and lot number could not be determined, device history and manufacturing records could not be reviewed. No information was found on the sap system from this customer regarding to liberty cycler set product been delivered. Since the complaint sample is not available for evaluation, a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase and cycle of treatment. The patient contact stated after the alarm a fluid leak was noted from the patient line. The patient contact stated the patient line disconnected from the patient and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested and was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase and cycle of treatment. The patient contact stated after the alarm a fluid leak was noted from the patient line. The patient contact stated the patient line disconnected from the patient and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested and was not received to date.